Event description:
Per the independent repair center, the customer alleged problem is the o2 nipple. The key failure is the o2 nipple is broken. As stated on the repair statement additional malfunction on this device: power switch has no alarm.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.